Event description:
Complainant alleged that during a synchronized cardioversion of a (B)(6) female pt, the device displayed a "defib error" and clinicians were not sure if energy was delivered to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.